Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular lead oversensing t waves. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.